Event description:
Pt's diabetes counselor reported the pt's mother stated in the night of (B)(6) 2012 her son was unresponsive. Diabetes counselor stated the mother reported the pt experienced too low blood glucose level; she injected him with glucagon and called the ambulance. Diabetes counselor stated mother reported that when the ambulance arrived to pick up the pt the parents noticed that the infusion device had delivered a bolus of 25.0 units of insulin at 2:59 am; pt didn't program this bolus. Diabetes counselor reported the pt unknowingly programmed the 25.0 units of insulin bolus. On follow up mother reported the pt received a glucose infusion by the doctor. Mother stated when the pt was in the hospital, they measured his blood glucose and it was 511 mg/dl after the glucagon injection. No further information is available. Requested return of the alleged infusion device and meter.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.